Event description:
It was reported by the rep that the device was used device during a laparoscopic cholecystectomy. It was reported the internal gasket ripped. It was replaced with a trocar sleeve. There was no consequence to the patient.